Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
On (B)(6) 2014, patient underwent plif surgery at th10/11-l1 levels for th12 chance fracture. On (B)(6) 2015, patient underwent removal surgery because bone union was achieved. During removal surgery, a screw (right, l1,f7.5mm, l45 mm) was broken at the central of thread pitch (2mm). The fragment was left inside the patient. No patient complications were reported due to this event. The breakage was found on preoperative check.